Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's pacemaker was in backup vvi mode. Programming changes were made. The patient had no adverse consequences.